Event description:
After further review of the information provided it was determined cassette had leakage at the connection is not considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. If any damage is observed, the user is warned not to use any of the contents.

Manufacturer narrative:
The previous report submitted for this event contained an error "cassette leakage at connection is not considered as a reportable malfunction ". This smdr is correcting that error for this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette had leakage at its connection and could not pass the test before a vitrectomy procedure . The procedure was completed after the product was replaced with another one. There was no patient contact.